Event description:
It was reported to medtronic minimed that the customer was involved in a vehicular accident while driving and using the pump with a potential low blood glucose event related to the accident. The customer required emergency medical treatment due to vehicular accident. The blood glucose value at the of hospitalization is 30 mg/dl. Emergency medical services was dispatched, where hypoglycemia was treated with dextrose via intravenous (IV) drip. The event involved product(s) mmt-332a, mmt-1884l, mmt-7841zn, mmt-7040a, mmt-243a. Troubleshooting was performed. The customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was active at the time of the event. The customer reported crack on the pump belt clip rail area. The customer reported a discrepancy between sensor glucose and blood glucose. The sensor glucose value was 85 mg/dl, while the blood glucose value was 30 mg/dl, resulting in a difference of 55 mg/dl. This difference was outside the target range, and insulin delivery was not suspended. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No product return is required for mmt-332a, mmt-7841zn, mmt-7040a, mmt-243a. Mmt-1884l was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.